Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat lesions in the superficial femoral artery (sfa) and popliteal artery, successfully delivering 300 pulses. During removal of the ivl catheter, the distal portion of the balloon became stuck in the introducer sheath, and approximately 10 cm of the catheter shaft broke, leaving the balloon fragment inside the introducer. It was noted that no excessive force was applied, and the balloon was fully deflated upon attempts to remove. The detached portion was successfully retrieved by removing the piece together with the introducer. No further interventions were required, and there was no patient harm reported.

Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the detachment could not be definitively determined based on the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.